Event description:
Reportedly, wrong measured data. No patient injury reported.

Manufacturer narrative:
Evaluation summary: ftb- calibration, electrical safety, ftb burn-in test, test of the device function -> no defect found. Device returned.